Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to enter MRI mode. Diagnostics indicated one of the leads had contacts with high impedance. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received where in the lead were explanted and replaced and effective therapy was established.